Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position at one particular spot on cap. Cap is clean and is new style cap. Cleaned and inspected turbine. Replaced water valve and hoses. Replaced cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.